Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope sent in for annual inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign material, and the device had insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The technical evaluation was performed and an orangish foreign material was found at the distal end which is most likely traces that remains from previous procedures and/or corrosion. Additional evaluation findings were as follows: the switch box has a scratch, the light guide lens has a crack, the distal end is shaved, the distal end has residual liquid, and due to annual inspection, parts must be replaced. It is most likely that the reported issue found was due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.